Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient, who has this right ventricular (rv) lead, developed pleural empyema. The suspected cause was the implant procedure. There were no changes to the implanted system. No additional adverse patient effects reported.